Event description:
It was reported that during a hepatectomy procedure, on the fourth firing in the pt, the device cut but did not staple over the portal vein. The procedure was converted to open and the surgeon used sutures to close the vein. The pt lost two liters of blood and they did transfuse. The pt remains in the hospital

Manufacturer narrative:
Information anticipated, but unavailable at this time.